Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high thresholds were observed on the leadless implantable pulse generator (ipg) on the first post implant day. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.